Manufacturer narrative:
During the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the cause of the inadequate coaptation and regurgitation is contributed to the post dilation with the true balloon and subsequently balloon rupture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, post deployment of a 23 sapien 3 valve in a pre-existing non-edwards surgical valve in the aortic position via transfemoral approach, the case planned to include post dilation  with a 23mm true balloon. The 23 mm sapien 3 valve landed in a good position. Post dilation was performed with the true balloon and the balloon was deflated. It was inflated a second time to 13 atmospheres and ruptured (inflation / rupture limit is 6 atmospheres). The rupture resulted in moderate central ai of the sapien 3 valve. The true balloon damaged one of the sapien 3 leaflets, resulting in the central ai. The team waited, hoping the ai would improve, but it got worse. A 26mm non-edwards was then implanted in the sapien 3 valve. The patient tolerated the procedure well and was transferred in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.